Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- bilateral patient: litigation papers allege severe pain and discomfort and inflammation in the patient's hips, thighs and groin area. Patient also has been experiencing swelling around the hip joints, pain while walking and a popping and snapping sensation in the hip-joint when walking or moving to and from a sitting position. Additionally it is alleged the patient's pain is probably caused by unsafe amounts of cobalt-chromium metal ions and particles. Doi: (B)(6) 2009 - dor: none reported (right hip). Doi: (B)(6) 2009 - dor: none reported (left hip). Patient is a resident of (B)(6). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.